Event description:
Entered pt room to find IV tubing had actually come apart from the main hub area. Md ordered for IV to be discontinued. Removed without problems and charted. Saved catheter to give to floor manager.======================manufacturer response for closed IV catheter system, nexiva (per site reporter)======================notified today; have not heard back today.